Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed for the moment.

Event description:
Reportedly, on 28-may-2025, the message "technical problem" is display on screen 26 after a pit. Rebooting the device did not resolve the issue.

Manufacturer narrative:
Since the subject device has never been returned, no investigation could be performed. Based on the available data, the most probable hypothesis is that the event has been caused by a hardware or component failure. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on 28-may-2025, the message "technical problem" is display on screen 26 after a pit. Rebooting the device did not resolve the issue.